Manufacturer narrative:
Lumenis investigated the reported event contacting the user facility to obtain; patient treatment settings, patient information, patient photos, and sun exposure, which were provided except patient photos. User facility reported in incident form that the patient injury was treated by tretinoin topical cream and patient would not suffer permanent impairment. An examination of the subject device by a lumenis technical expert concluded that upon arrival the technical expert found: "checked energy out and found it to be significantly lower than specifications." Following preventative maintenance and performing energy calibrations, the technical expert stated that the subject device met all lumenis manufacture specifications and was returned back to service at the user facility. Subject device malfunction is not the suspected cause of the event reported. A review of lightsheer duet hs/et product risk file shows this is an anticipated risk ((B)(4)) which has been quantified and found to unlikely to lead to a serious injury if malfunction were to recur. The risk has been characterized and documented as acceptable within a full risk assessment. Therefore no corrective or preventive actions are required. A review of device labeling um-1080310 states the following: warning - do not attempt to manually calibrate or otherwise adjust the output of the laser. Such action may cause exposure to hazardous optical radiation and electrical voltage, result in damage to the instrument, and void the warranty. Only trained and authorized lightsheer duet technicians should perform maintenance and service. A lumenis healthcare professional reviewed the reported event details and concluded that the patient treatment settings were within manufacture specifications, device labeling and training. Additionally, the professional stated, "burn can be attributed to a lack of pressure during use and or treatment on sun exposed skin." The probable cause of the reported event to be operator error. While the information received to date does not confirm that injury required medical intervention to preclude permanent impairment, the company is reporting the event in an abundance of caution. No subject device malfunction was reported or observed that was determined to have caused a serious injury in the past. Subject device malfunction reported unlikely to lead to a serious injury if malfunction were to recur. Should additional information become available, the complaint record will be updated accordingly, and a follow up medwatch report will be submitted.

Event description:
A user facility reported that one (1) patient sustained a first degree burn to upper lip area following treatment with a lumenis lightsheer duet laser.